Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. Reportedly, customer continued to use the pump and contacted the healthcare provider to obtain alternate insulin therapy.